Manufacturer narrative:
This report is submitted on july 21, 2020.

Event description:
Per the clinic, the patient experienced a skin flap infection resulting in the decision to explant the device. The device was explanted on (B)(6) 2019. The patient was implanted with a new device on the contralateral side during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 20, 2024.